Event description:
It was reported 6 weeks after implant the patient's device was explanted due to infection. The patient reportedly took a "really long time" to heal post explant. The reporter stated the "lower left quadrant had a lot of surgical activity," but it was unclear if this was related to the event. Additional information has been requested, a follow-up report will be sent if additional information becomes available. The patient had another device that was explanted at the same time due to infection. See manufacturing report # 3007566237-2012-02558

Manufacturer narrative:
(B)(4).